Manufacturer narrative:
B1. Adverse event - correction - adverse event should not have been selected. B2. Outcomes attributed to adverse event - correction - outcomes should not have been selected. B5. Describe event or problem - correction - separate MDR should have been submitted to capture the infection and high impedance separately. F10. Health effect - clinical code - correction - code e2115 will be captured in separate MFR. Report # 1644487-2021-01259. F10. Health effect - impact code - correction - code f1205 will be captured in separate MFR. Report # 1644487-2021-01259. H6. Investigation conclusions - correction - code d12 will be captured in separate MFR. Report # 1644487-2021-01259 & d14 should have been included in the initial MDR for MFR. Report # .

Event description:
As it has not been confirmed no lead issue has occurred, the high impedance can not definitively be confirmed to be due to the infection. Product attempts will be made. No additional relevant information has been received to date. MFR. Report # will capture the high impedance on the suspect lead. MFR. Report # 1644487-2021-01259 will capture the infection on the suspect generator.

Event description:
The explanted devices were discarded. No additional relevant information has been received. MFR. Report # will capture the high impedance on the suspect lead. MFR. Report # 1644487-2021-01259 will capture the infection on the suspect generator.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient recently developed an infection. Patient had been programmed off for an MRI and when reprogramming the generator back on, high impedance was observed. The neck wound was found to show clear symptoms of infection. White in the center indicating puss formation, red and warm. The generator pocket showed less redness and signs of fluid collection under skin. Patient was scheduled for device explant and cleaning of the infected sites. Per the provider, the patient was implanted in may and no issues with the devices or patient procedure occurred at the time. It was confirmed the infection was due to external factors, not due to vns. The high impedance observed was noted to be due to the infection at the neck site. The patient had explant surgery performed. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.